Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. It also indicated the impedance of the atrial pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a lead warning for high impedance and that there was an atrial polarity switch that occurred. Oversensing and noise were also noted. The lead had fractured. The patient reported heavy lifting the day before the lead issue started. The lead was turned off and a replacement was planned. No patient complications have been reported as a result of this event.